Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 310.423 lot: 9739422; manufacturing site: bettlach; release to warehouse date: november 23, 2015. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation selection , investigation site: cq zuchwil , selected flow: 5. Broken , visual inspection: the received drill bit shows that the fluted tip section is partially broken off. The broken portion is missing. Furthermore, there are slight scratches visible on the shaft's surface. Dimensional inspection: because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused, use related damage at the device, therefore no drawing/specification review is needed. Material review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused, use related damage at the device, therefore no drawing/specification review is needed. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed. Based on the provided information, we are not able to determine the exact cause of this complaint. We only can assume that the device was in a very used condition during its four (4) years of lifespan. This evidence, in combination with a mechanical overloading situation, did most likely cause the breakage. Reference in our leaflet: ¿check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces.¿ finally, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on an unknown date, the drill bit broke inside the patient and a few millimeters of the device remain in the patient. Surgery was completed with an unspecified delay. Surgeon noted no consequence to the patient. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).